Event description:
It was reported that patient's lead migrated and was not getting effective stimulation. As a result, the drg system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.